Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The patient was scheduled to go through a magnetic resonance imaging (MRI), however this has not occurred yet. Boston scientific technical services advised that pacing function cannot be guaranteed and that further investigation into system and lead integrity is recommended before the MRI. The rv lead remains in service and there were no adverse patient effects reported.